Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as an elevated mitral valve pressure gradient was observed. It was reported that on (B)(6) 2019 a mitraclip procedure was performed treating degenerative mitral regurgitation (mr) grade 3+. Two mitraclips were implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, per discharge echocardiogram, the mr was grade 2+ and mean mitral valve pressure gradient 9.35mmhg. Per physician, the increased in mr was unrelated to the mitraclips and was likely related to withdrawal of general anesthesia and higher systemic pressure and afterload once awake. There was no tissue injury nor any device malfunction. As treatment for the increased mitral valve gradient (9.35mmhg), the patient's beta blocker (av nodal) medication was increased. No additional information was provided regarding this issue.